Manufacturer narrative:
H10: the actual device was not available for evaluation; however, photographs were provided. Visual inspection of the photographs revealed leakage from the housing of the filter. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the header cap of a prismaflex m100 set during prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.